Event description:
Related manufacturer reference number: 2017865-2023-36990. It was reported the patient presented with a pacemaker that exhibited high pacing impedance and an atrial lead that exhibited high pacing impedance and loss of capture. The pacemaker was explanted and replaced. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.